Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) failed the run-in test due to user advisory (ua) 17 (max motor on time exceeded during active operation) and (ua)19 (max applied load exceeded) error messages. The root cause of the errors was a defective drivetrain motor, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in may 2017 and is 9 years old. The drivetrain motor assembly needs to be replaced to remedy the issue. Due to the high cost associated with replacing all defective components, the platform will be decommissioned and scrapped. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance on may 18, 2026, the autopulse platform (sn (B)(6) failed functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation) and (ua)19 (max applied load exceeded) error messages. No patient involvement.